Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the double camera controller (doco) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the doco involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported issue. The doco was installed into a test system which was launched in maintenance mode. The system then powered on in normal mode where it was confirmed that the white balance calibration step could not be passed and the image through the right eye of the surgeon side console (ssc) was red.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the system was failing the white calibration test. The technical support engineer (tse) check the system logs and asked the customer to remove the drape and clean the camera head and then check vision with only camera head. The customer confirmed after removing the drape and cleaning the camera head that the white balance test still failed. The tse asked him to hard power cycle the system and reboot the illuminator and double camera controller (doco). The tse requested the customer reset the camera cable as well. The customer confirmed after performing this activity, that the issue was still there. The tse asked the customer to use a third party light source to ensure that the issue was not related to the illuminator, but there was no other compatible light source available to check the issue at the time. The procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure. There was no patient injury.